Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the invasive blood pressure (ibp) was not recognized during a patient monitoring event. User attempted to reproduce the error on a simulator, but no further error would occur and the device would function as expected. Although the device was in use on a patient at the time of the event, no patient or user health consequences or impact occurred.